Event description:
It was reported that an ilet became inoperable due to a cracked screen that prevented unlocking, after which a replacement was arranged, and the user was instructed to revert to backup therapy as needed while blood glucose remained unaffected. Symptoms included no injury. Outcomes included interruption of therapy requiring device replacement and return of the damaged unit for evaluation. Customer care provided support that included device replacement, retrieval of the damaged device, and review of available device data synced before shutdown. Investigation of this case revealed physical damage to the display rendering the screen unusable and resulting in inability to operate the device. It was concluded that the device experienced a screen failure associated with physical damage rather than device malfunction.

Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.